Manufacturer narrative:
The device was returned and a visual inspection was performed. The implant was returned but not in original package. The implant was verified to be a hahn tapered implant 4.3 mm x 10 mm (70-1154-imp0010) using radiographic template (pk-209-062515). The returned part was inspected and confirmed the implant was not defective. There was no evidence found to indicate that the reported issue was caused by the device itself. There was no defect or non-conformity observed and the threads were intact. Bone debris was observed from the implant. Device history record review: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Root cause: "failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. IFU 3034554 rev 1.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also states, "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."

Manufacturer narrative:
The device has been returned. Once the investigation has been completed, the findings will be submitted in a supplemental report. Weight: the patient weight is not known. The provider does not weigh the patients.

Event description:
It was reported that the hahn tapered implant failed to osseointegrate. An infection was also noted. The implant was placed during implant procedure on tooth #19 on (B)(6) 2018. Bone strength is noted as grade ii. The patient has no significant medical or dental history prior to implantation. The patient presented for a final appointment on (B)(6) 2019 to have final crown placement. During the procedure, "the implant moved and was able to be backed out by hand; the entire implant "came out." The provider also notes the presence of an infection. A bone graft was carried out that day. Provider notes the patient current status as, "good." There was no injury to the patient.